Event description:
The patient experienced a rise in blood glucose levels to 16 mmol/l (288 mg/dl) with a ketone level of 2.6 mmol/l within 5 to 24 hours of wearing the pod. The pod reportedly became loose at the leg infusion site, causing the cannula to dislodge. As a result, the patient developed symptoms including stomach pain and feeling unwell and was taken to the hospital. The legal guardian replaced the pod, no treatment was required from healthcare providers, and the patient's blood glucose levels began returning to normal. The pod was discarded, and the patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.5-p001, cloud - operating system, n5004l-am-q-mv01602-06-01.06, cloud - hardware n5004l, cloud - cgm sensor type l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.